Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3. Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion set was leaking at quick release event on (B)(6) 2024. No further information available.